Event description:
This report is being filed upon notification from our info technology MFR in (B) (4) to submit this event. In a retrospective review of philips complaints/corrective actions this issue is now being reported as a MDR. A potential problem exists while using the easyvision. There is a possible incompatibility when images from some full-field digital mammography (ffdm) units are displayed on some third-party picture archiving and communication systems (pacs). This may result when using the print function that it is possible under certain circumstances to print an image with text covering the breast image. Also, if the image is rotated during review, the view info does not follow, or if the image is imported to the pacs not having the axilla towards the top of the viewport, the view info may be incorrectly displayed. This problem was discovered from a FDA notice.

Manufacturer narrative:
The root cause was a software issue and is corrected by a field change order, (B) (4).